Event description:
This complaint is from a literature source. It was reported that two patients with atrial fibrillation under warfarin group suffered from cardiac tamponade during radiofrequency catheter ablation. Pericardiocentesis was successfully performed and the hemodynamic function was restored in both patients. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, these events are unrelated to the device and most likely related to the procedure. Title: ¿feasibility and safety of uninterrupted dabigatran therapy in patients undergoing ablation for atrial fibrillation.¿ the purpose of this study was to investigate the safety and efficacy of uninterrupted dabigatran therapy and compared the findings with those for uninterrupted warfarin therapy. The study was conducted between (B)(6) 2012 and (B)(6) 2013. Other serious and non-serious adverse events were reported in this article (serious events are reported to FDA separately): 9 patients under warfarin group groin hematoma; 1 patient under warfarin group transient ischemic attack; 3 patients under warfarin group pericardial effusion; 2 patients under dabigatran group cardiac tamponade; 9 patients under dabigatran group groin hematoma; 1 patients under dabigatran group pericardial effusion. Suspected device is 3.5-mm-tip open-irrigated ablation catheter, however catalog and lot number are unknown. Bwi opens this complaint under thermocool ablation catheter.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Conconmitant products used during this clinical study: lasso 2515 mapping catheter, multipolar mapping catheter, carto 3 mapping system. Other company¿s devices were used during this study: steerable sheath (agilis, st jude medical), bard lab system (bard electrophysiology), temperature probe (sensitherm, st jude medical). (B)(4).